Manufacturer narrative:
Additional information received at smiths medical 05-aug-2021: there was no patient involvement with any of the pumps. The issues occurred during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated and confirmed. The device was started and alarmed ec46011 which is an issue with the software. Re-installed the software for the repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 46011. No adverse effects were reported.